Event description:
Staff reported seeing a "spark" coming from the "yellow" part of the instrument when the surgeon activated the instrument. Staff also said it smelled like wires burning. Pt had no visible burns. Instrument was replaced with another spatula and procedure continued without further incident.